Manufacturer narrative:
The meter the mother reported, a freestyle flash was returned to co diabetes care (adc) in july 2007, 7 days before the reported event date. Product testing on the returned meter showed all results were within the range specifications and no errors were noted during the control solution testing. The meter's memory log was downloaded and the last recorded reading occurred ten days after event day, weeks prior to the event date cited in this report. The reading of 244 mg/dl reported in the case is not present in the meter's memory log. A follow-up conversation with the customer's mother on the following month indicated that the customer was using 4 different meters (the brands of which are unk) at the time of the event. The meter involved in the event was requested but at this time the customer's mother reports that the meter is with her son's doctor and she is not intending to return the meter to adc at this time. Customer's mother also reported that the physician stated to her that the readings in the meter were very low, which would be consistent with the hypoglycemia diagnosis from the hospital. At this time, the cause of death is unk and there is no evidence that the meter performance caused the pt death.

Event description:
Customer's mother reported that on the morning, she made her son a sandwich and gave him some orange juice at 3:30 am. At 3:50 am she asked him how he was feeling and he stated he was "fine." At 9:45 am, the customer's mother found him face down on the floor, unconscious. She administered a glucagon injection. The customer's sister stated that his face was blue after the glucagon injection was administered. The paramedics were called and they attempted to revive him on the way to the hospital. The mother reports a diagnosis of hypoglycemia. The pt passed away on the same day around 10:30 am. The mother is not sure of what treatment was administered at the hospital. The mother also reports a reading of 244 mg/dl as "higher than feels" although the time and date of this reading is unk and the customer's mother did not know if the insulin dosage was changed based on the result.